Event description:
The customer notified cardioquip service that they believed the internal tubing of this device to be suspect for contamination. They submitted pictures of the internal tubing to cq director of operations and epidemiologist for review. Due to the discoloration of the internal tubing, it was recommended that this device receive an internal water pathway replacement.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip customer and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device undergo an internal water pathway replacement. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the repair via email on 3/23/2023. There has been no response to this recommendation as of the date of this report.